Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer's blood glucose was 500 mg/dl. Caller stated that she gave herself 25 units and then waited an hour and gave another 25 units and blood glucose dropped to 47 mg/dl. The customer treated with coke. The product was not returned for analysis.